Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: world j surg (published online 18 july 2017): 1-7. Doi 10.1007/s00268-017-4126-0.

Event description:
It was reported in a journal article that a patient underwent mckeown esophagectomy on unknown date between 6/2014 to 2/2016 and suture was used. The cervical double-layer hand-sewn anastomosis involved suturing the mucosal layers of esophagus and stomach from the posterior side to the anterior side at 4-mm intervals using continuous technique. Complications include: anastomotic leakage, managed conservatively by neck wound drainage, naso-duodenal feeding tube, and gradual resumption of oral nutrition; benign anastomotic stricture which the patient possibly underwent endoscopic dilatations and improved with no need of further surgical intervention, and possible necrosis of the gastric tube conservatively treated with chest tube drainage, antibiotics, and naso-duodenal tube feeding and healed about 4 weeks after operation. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> pc-000066142 the following additional information was requested but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon suture caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? No further information.